Manufacturer narrative:
Additional information/device evaluation summary: the catheter was received in two segments. The ends of each segment matched up with one another. Cross sectional view of the distal end of segment 1 and the proximal end of segment 2 had a slight jagged look; the majority of it looked like a tool (sharp object) may have been used to cut the catheter into two pieces. It was unclear if this had happened during implant or explant. Analysis of the catheter revealed no significant anomaly; there was a tear in the seal near the guide ring of the sutureless connector.

Event description:
It was reported that there was a catheter break. The location of the catheter issue was the proximal segment/pump connector. The action required as a result of the event included revision in which the proximal pump segment with connector was replaced and reprogramming was required. The catheter was partially explanted on (B)(6) 2014. Diagnostic methods included a dye study, x-rays and logs were checked. The product issue was resolved and the cause of the product issue was determined. The pump pocket was surgically excised and a break approximately 1 inch from the pump connector was noted. The catheter was yielding csf and a dye study was conducted following aspiration from the spinal segment of the catheter. The spinal segment of the catheter was determined to be in the intrathecal space. The patient¿s status at the time of report was alive ¿ no injury. Patient symptoms included pain, less than 50% therapy relief and underdose symptoms specified as an increase in chronic pain level. The location of the issue or symptom was the device pocket and an ¿other location¿ described as chronic pain areas, pain was increasing over time. Additional information received later reported the patient had no injury, was receiving therapy now and recovered without sequela. The return paperwork also described a ¿malformity¿ on the connector piece. The pump was used to infuse dilaudid. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.